Event description:
Per the clinic, the device was explanted on (B)(6), 2013 for unspecific medical reasons. The patient was reimplanted with a new device during the same surgery.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).